Event description:
It was reported that this pacemaker had a stored ventricular episode. That was requested for review technical services (ts) analyzed device episode data and found that there was external noise present on both atrial and ventricular channels with oversensing and possible minute ventilation (mv) noise and oversensing. It was noted that the patient had prior cervical ablations which may be contributing to the noise. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.